Event description:
It was reported that during a pci treatment procedure, the quantum maverick monorail balloon ruptured. According to the customer, "after crossing the lesion, the balloon of this product was ruptured at first inflation at 20atm. Procedure was completed with new 12/3.25 q-mav." No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.7cm proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch (B)(4) have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the balloon tear could not be determined.